Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: the device associated with this reported event was not returned. The investigation could not draw any conclusions about the reported event without the device to examine. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during surgeon's total knee surgery, and after he impacted the new tibial tray onto the patient's tibia, he handed the impactor back to the surgical technician and she pointed out that the spring-loaded release button had broken off. She saved all of the loose pieces. There are two handles in each set so it did not cause a delay. To recap: one attune impaction handle had a broken locking device. All the pieces were recovered and nothing fell into the patient. There was no delay. Surgeon understood that the instrument gets a lot of heavy use, and did not complain. No surgical delay.